Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient checked their pulse rate on the blood pressure machine and was getting readings in the 30s and 40s. The device's low rate was set to 60. The device remains in use. No patient complications have been reported as a result of this event.